Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and also had blank display and a pump error. The customer¿s blood glucose level was over 400mg/dl at the time of the incident. The customer reported that they could not perform selftest as the insulin pump died and would not turn on. Patient's current blood glucose is 250 mg/dl. The customer refused troubleshooting and pump also does not turn on. Customer is not calling back after receiving a new battery cap. Customer states the display did not return even after inserting new battery. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact. Unable to confirm dose too big error alarm or perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and operating currents measurement due to blank display anomaly. Insulin pump had cracked reservoir tube lip, cracked belt clip slot, minor scratched display window.